Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a capacitor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 122" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.